Event description:
It was reported that this right atrial (ra) lead was noted to have exposed wires during generator change. It was indicated that diagnostics look stable but the insulation around wires was gone. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that the lead was fractured near the header. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This lead has been returned.

Event description:
It was reported that this right atrial (ra) lead was noted to have exposed wires during generator change. It was indicated that diagnostics look stable but the insulation around wires was gone. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that the lead was fractured near the header. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This lead has been returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The insulation damage allegation was confirmed as the lead insulation is cut and torn around the terminal area. The conductor fracture was not confirmed as all conductor ends are cut. No testing was performed. This lead is a co-radial lead with insulation surrounding each conductor. If the outer insulation is damaged, but the inner insulations remain intact, no issue would be noted in the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This lead has been returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The insulation damage allegation was confirmed as the lead insulation is cut and torn around the terminal area. The conductor fracture was not confirmed as all conductor ends are cut. No testing was performed. This lead is a co-radial lead with insulation surrounding each conductor. If the outer insulation is damaged, but the inner insulations remain intact, no issue would be noted in the field.

Event description:
It was reported that this right atrial (ra) lead was noted to have exposed wires during generator change. It was indicated that diagnostics look stable but the insulation around wires was gone. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that the lead was fractured near the header. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was noted to have exposed wires during generator change. It was indicated that diagnostics look stable but the insulation around wires was gone. As of this time, this ra lead remains in service. No adverse patient effects were reported.